Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (15mg/ml at 6mg/ml) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient was on a high dose of medication in their pump but felt like they were not getting good pain relief. There were no external factors that contributed to the event. Diagnostics/troubleshooting performed included a pump study where the healthcare provider was unable to aspirate cerebrospinal fluid from the catheter access port. No actions/interventions were taken currently but the patient will get scheduled for a catheter replacement sometime in the future. The event had not been resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.